Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. The nurse practioner called regarding a patient's impedances. It was reported that the hcp received a high impendence message during therapy test. The impedances were elevated. Electrode measurements were in the 3000 range, therapy impendence 3100 and 0.0225 ma. Patient was programmed +2, -1 1v, 90 rate and 110 pw- pd. It was noted that patient was a poor historian with severe parkinson's but caller indicated therapy benefits. Previous impedances were taken on (B)(6) and were somewhat lower but still elevated (2400-3600 range). No falls or trauma were reported to be related to the issue. Palpation along the system was discussed. Due to all electrodes being elevated, the possibility of a loose connection was discussed and recommended palpating. Turning the ins off was also discussed to see if patient was actually getting benefit. It was reported that there was no changes to the patient's therapy. The hcp indicated when programming they could see changes in the patient since the patient was unable to effectively communicate back. Trouble shooting could not be done due to lack of access to product, the patient was not with the hcp at the time of the report. No further patient complications were reported/ anticipated as a result of this event.